Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 19 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a gastrointestinal bleed. Anticoagulants at the time of event were aspirin and warfarin. The patient was hospitalized and received unspecified blood transfusion. Additional information was requested, but was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that guaiac test was positive on (B)(6) 2018. The patient was transfused with one unit of prbc for acute blood loss anemia (abla) and placed on proton pump inhibitor (ppi) infusion. The patient¿s hemoglobin and hematocrit remained stable for a few days. The patient was transitioned back to oral ppi. However, the patient hemoglobin and hematocrit (h/h) continued to drop as inr became therapeutic. On (B)(6) 2018, upper endoscopy showed actively bleeding arteriovenous malformation (avm) in the mid-jejunum. The patient was successfully treated with argon plasma coagulation (apc) and placement of 2 hemostatic clips. H/h did drift down again slightly and the patient was given one more unit of blood. After that, h/h remained stable. No additional information was provided.

Manufacturer narrative:
Section: additional information. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The manufacturer is closing the file on this event.